Event description:
The customer reports that the left monitor has a crt burn in it.

Manufacturer narrative:
The ge service rep replaced the left monitor and adjusted the settings with rut. The reported problem has been corrected.